Manufacturer narrative:
(B)(4). Additional information received: about 5 recent cases with bleeding that required some sort of intervention- clip applier. The bleeding is not just oozing. The surgeon typically uses a black reload with seamguard, 2 gold and then 2 blue. It seems that the bleeding is coming from the gold reload. He does not go close to the pylorus, compresses a minimum of 15 seconds with 3-4 pulses, relatively slow. His technique has not changed from pre-covid shutdown. Tried green with seamguard with longer compression. 3 out of the 5 patients required a take back to the theatre and 2 required 2 unites of blood. The surgeon is a former tristaple user and use black reloads the whole way. The staples seem to be well formed. Bleeding seemed to be coming through the staple line. The gold bleeding across entire staple line, and sometimes the bleeding is delayed. The surgeon after initial compression, reopens jaws to release tension, then closes again. Post covid seems to be when issues started. The patients that had to return to theatre, the reoperations occurred the same day as initial procedure and the day after. The patient that did to go back, the clot was high on the diaphragm, and the ones that did go back he could not pinpoint a specific place the bleeding was coming from but looked like the entire staple line. The second surgeon experienced a post-op leak. The patient had a lot of adhesions. Leak was where green reload was used. Surgeon stated the tissue looked thin, so he went with a green. There were not issues intraoperatively including staple form. Does 280 bariatric cases per year. The second case was a sleeve. The third fire with a green reload is where issue occurred. Again, no issues noted during initial procedure. Maybe patient factors involved. The patient jumped up out of bed and lifted a heavy bag after procedure.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 7/15/2020. D4: batch # t5e76k. Investigation summary: the analysis results showed that one gst60g reload was received sterile and with no apparent damage. The returned reload was opened and tested with a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the reload performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: can I please query what stapler was used in these reported procedure. : plee60a noted that the staple line looked fine and fully engaged, however, were there any issues with any devices/issues within primary procedure that we should know? None of the ethicon staplers were used in the primary procedure ¿ case 1 and also I don¿t understand this question. Patient¿s co-morbidities if known? Not known. As per the event description provided, can I confirm that you were only present in the procedure involving the male patient? Yes male patient cases only were a leak test completed during the primary procedure for both patients? No, this is not the regular practice with this surgeon. When was the leak identified? Post-op while in the ward? Or after patient was discharged? Male patient immediate and the other one later. How was this leak managed? E.g. Were the patients readmitted for re-suturing/re-do. ? Unknown. There was an early leak. Two batches of green reload were involved lot t41256, lot t4124n. In the endoscopy post-surgery the surgeon saw the staples were all dislodged at the leak point. Patient was in ICU and subsequently discharged. Plee60a stapler used in both case and no reported device issue during procedure. Additional information was requested, and the following was obtained: what was the patient bmi? Unknown. Is it the surgeon¿s typical routine to use all green cartridges? No he uses black and green reloads. Was buttressing material used? No it was not used. Does the surgeon routinely wait 15 seconds prior to firing? Yes. How was the leak addressed? Patched it. What is the current patient status? Stable.

Event description:
It was reported that post-operative of a laparoscopic hiatus repair plus gastroenterology procedure, an early gastric leak was reported by the surgeon on (B)(6) 2020. The procedure was on (B)(6) 2020. During the procedure, the staple line looked fine and fully engaged. The patient is now under the care of the intensive care unit.